Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture appears to be related to operational circumstances of the procedure. In this case, it is likely that during inflation the balloon outer surface became compromised and/or damaged against the anatomy resulting in the reported balloon rupture during the second inflation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified lesion in the dialysis fistula on the left arm. A 5.0x120mm armada 18 balloon catheter was prepped outside the anatomy prior to use, without any issues. The balloon was inflated with a syringe and ruptured during the second inflation at an unknown pressure. The procedure was successfully completed with an unspecified balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.